Event description:
This pt was to have his system explanted due to infection. This device's tachycardia therapy was disabled using the master switch on the programmer. During the explantation of the device, the pt received two shocks from the device.